Event description:
It was reported that additional intervention was performed to remove a coil. A 6mmx20cm .035 interlock 2d embolic coil was selected for use. The target location was located in an ovarian vein. After deployment, the physician noticed a wire hanging loose from the coil. The deployment was noted to be less smooth than normal. The coil was stretched from the ovarian vein into the iliac vein and vena cava. The physician decided to remove the coil via a snare. Another .035 interlock device was used and the procedure was completed successfully. There were no patient complications.

Event description:
It was reported that additional intervention was performed to remove a coil. A 6mmx20cm .035 interlock 2d embolic coil was selected for use. The target location was located in an ovarian vein. After deployment, the physician noticed a wire hanging loose from the coil. The deployment was noted to be less smooth than normal. The coil was stretched from the ovarian vein into the iliac vein and vena cava. The physician decided to remove the coil via a snare. Another .035 interlock device was used and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this .035 interlock 2d embolic coil was analyzed. There were no identified failures or evidence that could be lost due to decontamination process. Media inspection of photos found that the coil was inside a recipient, the coil seemed to be stretched and kinked. Visual inspection showed that only a main coil was returned. The coil was found kinked and stretched. Microscopic inspection showed that the zap tip has a smooth surface and the interlocking arm was detached and not returned. Dimensional inspection found that there was distal fiber loss, due to the coil condition.